Event description:
Healthcare professional reports one incident of a hemolytic event. Pt was hypotensive and complained of leg cramps at 2.5 hours into treatment and hypertensive one hour later. Pt was administered norvasc 5 mg orally. Pt went to the emergency room the next day with a complaint of chest pain and was admitted. No further information available. Pt symptoms resolved.